Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
There was no patient involved in this event. AED would not go into rescue ready status and was beeping. He took a spare pad-pak and placed it in the AED and it worked. Both the device and pad-pak were brand new and being used for the first time.